Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary : no device associated with this report was received for examination. Visual examination of the provided photo confirmed the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Delta xtend reverse shoulder: this screw snapped during insertion. Causing the head to come off. The shaft of the screw remains in the patient and could not be removed. There was no guidewire in the cannulation of the screw during insertion however the surgeon complained that this should still not have happened. Rest of the procedure went well and the surgeon was happy however would like an explanation as to why the screw would break so easily. What action was taken: other 3 screw holes in metagene were filled. No ae reported, no delay in the surgery.